Manufacturer narrative:
Evaluation revealed that 3 resistors were broken within the power supply. It is possible the unit was damaged in shipping prior to the case.

Event description:
Allegedly, while the doctor was performing a turp procedure, the surgical tech touched the pt during instrument activation with an un-gloved hand and the tech and pt received a shock resulting in a minor burn. Due to fact injury was not serious, the doctor proceeded with procedure. Later he found that the working element because very hot to the touch and coagulation was underpowered. He switched to different instrumentation to complete the case. No injury to the pt.